Event description:
Reporter stated that patient's blood glucose was measured, using the advantage system, with back-to-back results of~ 300mg/dl (exact value not provided) and 102mg/dl. Reporter stated that patient immediately opened a new strip vial and retested blood glucose on the advantage system with result of ~90mg/dl (exact value not provided). Reporter indicated that, at the time the results were obtained, patient was not exhibiting symptoms of hyperglycemia. No patient injury was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. The suspect product was not returned to the manufacturer for evaluation.